Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
A pacemaker was implanted in the left chest during a replacement procedure performed on (B)(6) 2014. On (B)(6) 2017, due to pacemaker pocket infection, the pacemaker was explanted from the left chest and the leads were abandoned in the patient's body with their proximal ends located inside the pacemaker pocket. On (B)(6) 2017, a new pacing system was implanted in the right chest. On (B)(6) 2017, the previous pacemaker pocket in the left chest had become infected again and the patient underwent another re-intervention. On (B)(6) 2017, the second pacing system was explanted from the patient's right chest due to infection.